Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility and is currently pending analysis. A follow up report will be submitted upon the conclusion of the investigation. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7s were "powering off" and a "battery problem" was observed. No patient impact or consequences were reported.

Event description:
The customer reported the radical-7s were "powering off" and a "battery problem" was observed. No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated, however, the customer battery was not received with the handheld. The device was able to power on and off via a lab battery and ac power. No power issues were observed during functionality testing.